Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and multigravida. Concurrent conditions included perineal pain. Concomitant products included fentanyl, midazolam, morphine, ondansetron, and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),heavy periods"), alopecia ("hair loss"), abdominal distension ("bloating: other"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced mood swings ("bad mood swings,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), device expulsion ("migration of essure device location of device: uterus") and abdominal pain lower ("lower left side of abdomen"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, alopecia, weight increased, abdominal distension and abdominal pain lower had resolved and the psychological trauma, vaginal haemorrhage, mood swings, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for the following event pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding). Essure insertion discrepancy noted as "(B)(6) 2011" from "(B)(6) 2011". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : fu(3) and (4) processed together. Lot number added. Following events were added : abnormal vaginal bleeding, bad mood swings, migration of essure device location of device: uterus, dysmenorrhea (cramping), lower left side of abdomen. Reporter information added. On (B)(6) 2019: mr received : fu(3) and (4) processed together. Medical history,concomitant conditions,products and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and multigravida. Concurrent conditions included perineal pain. Concomitant products included fentanyl, midazolam, morphine, ondansetron and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),heavy periods"), alopecia ("hair loss"), abdominal distension ("bloating: other"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced mood swings ("bad mood swings,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), device expulsion ("migration of essure device location of device: uterus") and abdominal pain lower ("lower left side of abdomen"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, alopecia, weight increased, abdominal distension and abdominal pain lower had resolved and the psychological trauma, vaginal haemorrhage, mood swings, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for the following event pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding). Essure insertion discrepancy noted as "(B)(6) 2011" . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss") and abdominal distension ("bloating: other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, alopecia, weight increased and abdominal distension had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for the following event pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding). Essure insertion discrepancy noted as "(B)(6) 2011" from "(B)(6) 2011". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding), psych injury, hair loss, weight gain, other: bloating. Patient date of birth, lab data, essure removal date, treatment details added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.